Event description:
It was reported that during vns implantation surgery, the surgeon punctured the patient's jugular when using the tunneler to pass the vns lead through to the generator pocket. It was stated that the surgeon was tunneling from the neck to chest as recommended. The bleeding was stopped using pressure intra-operatively and the surgeon was to monitor the patient prior to discharge. No additional relevant information has been received to date.